Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent, ongoing low blood glucose (bg) levels (39 mg/dl at its lowest) and carbohydrates were consumed to address the low bg. The contact reported that the basal rate setting was too high combined with increased activity was the suspected cause of the low bg. The contact informed the customer's parent to discuss the pump settings with a healthcare provider.